Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.